Event description:
It was reported that during the implant procedure, when the implantable pulse generator (ipg) was connected to the right ventricular (rv) lead, high thresholds were observed. In addition, there was noise that caused inhibition of pacing. The lead was removed from the ipg and re-inserted and no further noise was observed; however, loss of pacing capture occurred at an output of 5 volts and 0.5 milliseconds. The physician questioned if the lead had insulation damage due to a suture or if there was grommet/setscrew problem with the device header. The ipg and rv lead were removed and not implanted and were replaced with another ipg and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.